Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Follow-up with the patient's program manager (pm), confirmed the patient was hospitalized due to a malfunctioning peritoneal dialysis (pd) catheter (not a fresenius product). Radiological studies (specifics not provided) performed on (B)(6) 2020, revealed the patient's pd catheter migrated out of the proper position. The patient successfully underwent the surgical revision of his pd catheter on (B)(6) 2020. The patient was discharged in stable condition following surgery and resumed ccpd at home utilizing the same liberty select cycler as before the event(s). The patient did not perform any renal replacement therapy (rrt) while hospitalized, due to the pd catheter's poor function. The patient's labs were monitored during the admission, to assess the need for acute rrt. Per the pm, events were unrelated to the utilization of any fresenius device(s) and/or product(s). Additional information was requested (e.g. Past medical history, estimated dry weight, medication list, complete pd orders), however the information was not provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).